Manufacturer narrative:
Reviewed DHR for this lot and found no discrepancies. If parts are returned from customer, investigation will be reopened.

Event description:
Customer is a wholesaler who found two cracked canister covers in box during inspection, and requested replacements. Product was not used on pt.